Manufacturer narrative:
(B) (4). (B) (4). Empty, device fired through lockout, anti-backup failure, indicator wheel. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the antibackup feature was non-functional and the orange indicator was noted beyond its intended position. Although, no functional testing could be performed to evaluate opening issues due to the condition of the device a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device became stuck. Unk how case was completed. Pt consequence was not reported.